Event description:
Bravo capsule delivery system used, capsule dislodged premature resulting in a incomplete study. Patient will need to have procedure again to obtain diagnosis. This capsule used is part of a recall for this lot number. Company representative contacted and was told this is not part of the recall that is issued.